Manufacturer narrative:
The following was provided by the customer for investigation: -one used list# 412170402, td catheter, 8f, 5 lumen, 110 cm, ra/ra, lf; lot# 13955645 the reported complaint balloon rupture was confirmed on the returned device. During visual inspection, a tear was observed on the balloon of the td catheter. It is unknown how and when the tear had occurred on the balloon. The probable cause of the tear on the balloon is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. E1 initial reporter phone number:(B)(6).

Event description:
The event involved a td catheter, 8f, 5 lumen, 110 cm, ra/ra, lf where it was reported that the balloon ruptured when attempting to float the catheter. Floating the catheter of the device occurs inside the patient's body. There was patient involvement, however no harm reported.